Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the battery cap was damaged and the metal piece came off. No harm requiring medical intervention was reported. The troubleshooting was performed, and it was found that the display was blank for less than 30 seconds and then returned. The customer also stated that the battery cap was damaged or missing. The customer will continue using the device once they receive new battery cap. The insulin pump will not be returned for analysis.